Event description:
More devices and procedures; laparoscopic inguinal hernia repair. Complex pain disorder, the area stays painful and hot and hurts as it appears to squirt inside my body. S1 and s2 damaged had a drg trial and rounds of nerve blocks and medications it appears to be treatment-resistant and no surgeon will remove it, there are nerves trapped in the mesh I can feel clips or teeth and it pulls when I sit and stand. Progrip covidien lot-prk0376x. FDA safety report # (B)(4).